Manufacturer narrative:
Zoll has not yet received the autopulse platform (s/n:(B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a call, the autopulse platform (s/n: (B)(4)) performed about 3 compressions then stopped. The platform display panel screen stated to reset the lifeband. The lifeband was reset, the platform was restarted and the same issue occurred again after 3 compressions. The use of autopulse platform was aborted and manual CPR was performed. No other additional information was provided.